Event description:
It is reported that a customer experienced high blood glucose ranging from 296 to 545 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they see some cracks on the insulin pump. The customer was assisted with calibrating the insulin pump. The customer stated that they will call back if they had any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.